Event description:
Reportedly, the endo catch 15mm bags tore as they were removed from the patient, in both cases. The specimen was a large kidney, and although, the rep suggested to the surgeon that the incision was not large enough for the removal of the kidney, placing extra force on the bag, he has requestd that it be sent in for analysis. Sex: unk. Procedure: unk.